Manufacturer narrative:
The event was confirmed with product and medical records received. Visual review of the returned neck shows dark taper discoloration. Explant damage to the device was noted. Nicks and gouges were noted at the stem to neck taper. Neck was sent for sem analysis. Sem examination of the taper revealed circumferential marks with deposits. Axial wear lines were also visible. Quantitative eds analysis of the taper surface showed combinations of biological materials and cocrmo material that was likely transferred from the modular head; the elevated levels of cr and mo are possibly evidence of corrosion products. Eds analysis of the taper was consistent with ti6al4v alloy. Medical records identified the following: -the patient underwent an initial left tha due to degenerative joint disease; there were no intraoperative complications noted. -the patient was revised due to pain and elevated ion levels. A bone scan was conducted and was negative for loosening. Cloudy fluid was found under the fascia with a large surrounding pseudocapsule. No obvious discoloration of tissue or evidence of infection. Scar tissue was excised. Trunnionosis and black staining was noted at the head/neck junction. Shell was loose upon inspection due to no bony in-growth. Small osteolytic pocket in the posterior proximal aspect of the stem felt to be due to trunnionosis but the stem was noted stable and left in place. Shell, head, and neck were replaced. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: catalog#: 0100214164 durom acet component lot#: 2357456; catalog#: 0100181580 metasul head lot#: 2361029; catalog#: 00780506400 neck extractor assembly lot#: 60787880.

Event description:
It was reported that the patient underwent a revision procedure approximately 11 years post implantation due to pain and elevated metal ion levels. During the revision, trunnionosis was noted between the head and neck taper as well as a lack of bony ingrowth in the acetabular component. The stem was well-fixed and left in place despite a small osteolytic pocket. The shell, head, and neck were replaced without complication.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision procedure approximately 11 years post implantation due to pain and metallosis. Attempts have been made and additional information on the reported event is unavailable at this time.